Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient was in the clinic for a routine checkup. The patient had a seizure that morning. The physician discovered high impedance of 5998 ohms. No trauma was reported. The device has been programmed off. The patient was recently implanted for the first time in a (B)(6) 2015. No trauma was reported. The patient did have normal diagnostics during implantation of 2368 ohms. The design history record was reviewed for the implanted lead and the lead passed all functional tests prior to distribution into the field.

Event description:
Information received on (B)(4) 2015 that the patient had a revision on (B)(6) 2015. It is stated that the electrodes were disconnected from the generator, generator was placed back in the pocket, the pin was reinserted, tightened down and interrogated again.